Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, intraoperatively, the fenestrated bipolar forceps (fbf) instrument was inserted into the universal surgical manipulator (usm). The instrument could not be controlled from the console. The usm showed a yellow light and at the moment the instrument was to be removed, the whole head detached itself from the instrument and fell into place. The instrument was removed from the usm, and the instrument head was completely removed from the patient's anatomy. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument broke at the very beginning of the operation. As the usm always had a yellow light, the instrument could not be released. The instrument was removed from the arm and reinserted. And the second time the instrument head fell into the patient's anatomy. The instrument looked completely normal before use. No visual damage could be detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have broken grip cables at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis. Further inspection found mechanical indentation to the distal pulley, broken pitch cable and conductor wire, and a dislodged proximal clevis that potentially contributed to the broken grip cables. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not reported by site that is related to the primary failure: the instrument was found to have indentations on the edge of the distal idler pulleys. There were no pieces missing. The grip cables were broken. The instrument was found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found mechanical indentation to the distal pulley, broken grip cable and conductor wire, and a dislodged proximal clevis that potentially contributed to the broken pitch cable. The instrument was found to have broken conductor wires at the yaw pulley and the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have a dislodged proximal clevis.